Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/+1.5/157 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Excessive vault and refractive surprise was observed, lens remains implanted. Device and patient-related factor was reported as cause of event. The reporter stated "regarding the refractive error, her right eye refractions were a bit unreliable pre-op as my optometrist noted her right eye was accommodating very strongly." If additional information is received a supplemental medwatch report will be submitted.